Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada visual examination of the returned product identified that the item and lot numbers match the complaint. The product was not returned in its original packaging. The device shows wear and damage. The tension spring in the jaws is fractured and a piece of spring is missing. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during knee surgery the the claw of the slap hammer did not function properly due to a faulty tension spring. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.